Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an episode the day prior to the report. This was reported as a sudden loss or change in therapy. They called their healthcare provider, and were instructed to call patient services to adjust the stimulation. It was confirmed that the implantable neurostimulator was on at 1.9v. The patient increased stimulation to 2.3v, and were able to feel stimulation. They were unsure if they felt stimulation before, and indicated that "maybe they did and maybe they got used to it." It was noted that the patient would monitor the symptoms and increase more if needed. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.